Manufacturer narrative:
There was no motor error alarm or no excessive "no delivery" alarm during testing. The insulin pump was received with normal operating currents. The pump also passed the self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The motor was tested outside of the device and passed. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm and no insulin. Customer then got a no delivery alarm. Caller mentioned there is a crack on the outside of the battery compartment. Customer's blood glucose was 407 mg/dl at the time of the incident. Caller stated that the customer will treat with the pump. Caller stated that the drive support appears normal and she saw drops during the pump rewind. Caller was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will still use the pump until she get home even though she was advised to do so otherwise. Customer declined troubleshooting for the no delivery alarm and high blood glucose.